Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Patient's aortic valve was constrained due to fused right and left cusps. Patient was frail with severe aortic annulus calcification and mean aortic gradient was 77mmhg at beginning of procedure. Pre-dilatation was performed with a 22mm tru flow balloon but was not satisfactory. A 24mm tru flow balloon was then used. Navitor was advanced to the valve and placed at depth of 4.5mm non-coronary cusp and 7mm left coronary cusp. Valve was very constrained. Visualization for incomplete stent opening performed and nine struts were counted. Proceeded with deployment. After deployment, moderate perivalvular leak (pvl) was observed on left side. Post - dilatation was performed with 22mm tru dil balloon with little improvement. Pdd was 26 so it was then decided to use a 25mm tru dil balloon. Mean gradient was 38mmhg at this time. Two dilatations were performed with the 25mm, which improved the expansion of the valve. Mean gradient was then 8mmhg, diastolic pressure improved from pre-procedure 30s to 50s, heart rate improved from sinus bradycardia in 30s bpm to sinus rhythm in 80s bpm. Moderate perivalvular leak was still noted on echocardiogram. On an (B)(6) 2025 the patient suffered cardiac arrest in the pacu and died. It was thought an asd or pericardial effusion may be the cause. Autopsy pending. In the physician's opinion the death was related to the navitor valve as well as patient's bicuspid anatomy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of off-label use, incomplete stent opening, perivalvular leak, migration, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported death and cardiac arrest could not be conclusively determined. The cause of the reported valve migration, perivalvular leak, and incomplete stent opening are likely related to patient condition (severe aortic annulus calcification and bicuspid leaflet). While valve migration was noted at autopsy, CPR was initiated shortly after tavi implantation, so migration related to CPR cannot be excluded. The reported off-label use was related to implanting the device on a bicuspid leaflet configuration. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty and CPR were performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that per the instruction for use (IFU), ¿pre-implantation precautions: the safety and effectiveness of the navitor¿/navitor titan¿ valve and flexnav¿ delivery system have not been evaluated in patients with congenital unicuspid or bicuspid valve, or any leaflet configuration other than tricuspid.¿ codes added: h6 medical device problem code: 1395 added.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision was chosen for implantation utilizing a large flexnav delivery system. Patient's aortic valve was constrained due to fused right and left cusps. Patient was frail with severe aortic annulus calcification and mean aortic gradient was 77mmhg at beginning of procedure. Pre-dilatation was performed with a 22mm tru flow balloon but was not satisfactory. A 24mm tru flow balloon was then used. Navitor was advanced to the valve and placed at depth of 4.5mm non-coronary cusp and 7mm left coronary cusp. Valve was very constrained. Visualization for incomplete stent opening performed and nine struts were counted. Proceeded with deployment. After deployment, moderate perivalvular leak (pvl) was observed on left side. Post - dilatation was performed with 22mm tru dil balloon with little improvement. Pdd was 26 so it was then decided to use a 25mm tru dil balloon. Mean gradient was 38mmhg at this time. Two dilatations were performed with the 25mm, which improved the expansion of the valve. Mean gradient was then 8mmhg, diastolic pressure improved from pre-procedure 30s to 50s, heart rate improved from sinus bradycardia in 30s bpm to sinus rhythm in 80s bpm. Moderate perivalvular leak was still noted on echocardiogram. On (B)(6) 2025 the patient suffered cardiac arrest in the pacu and died. In the physician's opinion the death was related to the navitor valve as well as patient's bicuspid anatomy. Autopsy revealed the right ventricle was completely collapsed and the navitor was migrated upwards. It was thought the migration was related to the bicuspid anatomy.